Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the scope communication errors e315 and e216 and was sent out of caution. However, these errors were found to be non-reportable. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the device was not returned, and the suggested events, error messages e315/e216, were found by a third party. The root cause could not be identified. The probable cause could be that water invaded scope connector during user handling which caused abnormality in electronic components, leading to the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Additional non-reportable findings by third party were as follows: glue was missing from lens. Glue was lifting from bending section rubber. Shoulder was also cut far back. All angulations needed adjustment. Play was evident in both angulation wheels. Large amounts of water ingress inside plug unit and dcontrol handle. The instruction manual identifies the following related verbiage which could have detected the phenomena: inspection of the endoscopic image the instruction manual identifies the following related verbiage which could have prevented the phenomena: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a number of scopes displayed an e315-incompatible scope error, and an e216-scope communication error codes during procedure. The customer added that there had been a couple incidents where a colonovideoscope had gone black while being navigated through the caecum. The scope had to be withdrawn due to the lack of visual guidance. This MDR is being submitted to document one of the gastrointestinal videoscope involved in these events. There was no report of patient harm. This report is linked to the following patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus and it is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.